Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was working properly. There was no complaint against the device, but the patient needed a low-level valve. Following the revision, the condition of the patient was fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was taken to the operating room to have a revision. It was stated the implanted device with normal pressure ¿did not have enough performance¿ and the patient reportedly had a ¿low clinical status.¿ the device was removed and it was observed that the ¿cranial edge/tip did not work actively.¿ therefore, the device was replaced with a low pressure anti-siphon device. The patient¿s status was noted as no injury.